Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remained in the patient. There was no reported product deficiency. Atrial fibrillation/arrhythmia, hypotension, nausea, and infection are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008 the patient underwent stenting in the predilated first obtuse marginal artery with one xience v stent. On (B)(6) 2010, the patient expired of unknown cause. An autopsy report was not available. There was no additional information provided.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the patient was admitted to the hospital on (B)(6) 2010 with nausea, vomiting, diarrhea, hypotension, atrial fibrillation, and shortness of breath. The patient's blood pressure was approximately 80/40 and the troponin level was elevated. The patient was started on heparin infusion for troponin elevation. The patient was found to have pneumonia, possibly aspiration related and candida in her esophagus. The patient was also found to have a renal mass and liver metastasis. The abbott vascular clinical events committee adjudicated this event as a non-cardiovascular death.